Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that the patient had a left hemi hip done on (B)(6) 2019. The patient was doing great until she feel. The surgeon called me and told me about the perprostalic fracture that had happened. He wanted to remove all the implants and put in a total hip using corail revision and pinnacle dual mobility. All implants were removed, the new parts were put in the patient and the fracture was cabled and fixed. The surgeon was happy with the leg lengths and stability. Doi: (B)(6) 2019. Dor: (B)(6) 2021. (Left hip)

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.